Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. There were no significant error codes in the logs. The fse verified that the fiber-optic module was operating correctly. All performance and function tests were ran and passed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units balloon was inflating at the wrong time, it was not in sync.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while device was on patient, the cardiosave intra-aortic balloon pump (iabp) units balloon was inflating at the wrong time, it was not in sync. There was no patient harm.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.